Event description:
A customer contacted beckman coulter inc (bci) in regards to multiple erroneously low potassium (k) results generated by synchron cx5 pro analyzer. The samples were repeated and higher results were obtained. The results are not provided. One low k result of 3.22 mmol/l was reported out of the laboratory. Repeated and corrected result was not provided. Unknown if patient's treatment was impacted by this event.

Manufacturer narrative:
On (B)(6) 2010, the qc and patient samples drifted low. The customer recalibrated the k and re-run patient samples. The results were lower and qc sample run result was 0. Service replaced the k tip. No additional inquires been made post tip replacement. A clear root cause cannot be determined from this event.